Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015. It describes the occurrence of pregnancy in a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Physician reported that hysterosalpingogram was done on (B)(6) 2014 but the results were not reported. The patient is pregnant. No additional information was available at this time. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 04-nov-2015: the required number of follow-up attempts have been completed, with no response to date. Legal claim was received on (B)(6) 2016 on behalf of plaintiff (case upgraded to incident): essure was placed on (B)(6) 2014. As a result of essure device placement, the plaintiff claimed the following events: headache, cramping and fatigue. On (B)(6) 2015, essure devices were removed. Company causality comment: this medically confirmed spontaneous case report is under litigation. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant one year later. She also had cramping. Almost 1 year and a half after insertion, essure devices were removed. These events are serious due to their medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, although results of hysterosalpingogram performed have not been provided, the patient became pregnant approximately one year after insertion. Therefore, causality with essure use cannot be excluded. Also, since essure use may cause abdominal pain and in this case, no alternative explanation was provided, the causal relationship with essure therapy cannot be excluded. Upon follow up information the case was regarded as incident since device removal was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 10-may-2016. Updated quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed spontaneous case report is under litigation. It refers to a (B)(4) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant one year later. She also had cramping. Almost 1 year and a half after insertion, essure devices were removed. These events are serious due to their medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, although results of hysterosalpingogram performed have not been provided, the patient became pregnant approximately one year after insertion. Therefore, causality with essure use cannot be excluded. Also, since essure use may cause abdominal pain and in this case, no alternative explanation was provided, the causal relationship with essure therapy cannot be excluded. Upon follow up information the case was regarded as incident since device removal was required. A product technical analysis was performed and resulted in an unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramping') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("the patient was pregnant"). The patient was treated with surgery (bilateral salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, headache and fatigue outcome was unknown and the pregnancy with contraceptive device had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, fatigue and headache to be related to essure. The reporter commented: discrepancy noted for essure removal date- (B)(6) 2015. The essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 1 coils left:2 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: results not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramping') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("the patient was pregnant"). The patient was treated with surgery (bilateral salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, headache and fatigue outcome was unknown and the pregnancy with contraceptive device had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, fatigue and headache to be related to essure. The reporter commented: discrepancy noted for essure removal date- (B)(6) 2015. The essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 1 coils left:2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: results not provided.. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: reporter information, rcc notes and removal surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.